Manufacturer narrative:
Additional information received; it was confirmed that the deployment steps were followed according to the instructions for use (IFU), and the device damage was noted post-insertion into the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant limb was intended to be implanted during the endovascular treatment of a 36.8mm left cia . It was reported during the index procedure, the stent graft limb intended for left eia landing could not be delivered as it became caught on a mildly stenotic area of the eia. Upon inspection, damage was observed on the tip of the device, leading to its discontinuation. To address the issue, the area was expanded using a balloon, after which a replacement limb of the same size was successfully inserted, completing the procedure. Per the physician the cause of the delivery issue was due to the patient¿s anatomy, specifically the mild stenosis in the eia, which may have caused resistance when force was applied to the tip of the delivery system or when torque could not be transmitted. No additional clinical sequelae were provided, and the patient is fine.